Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the catheter through the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue two-piece connector. The connector was unassembled. A portion of catheter was visible within the distal connector segment. Tactile inspection of the sample revealed that the catheter segment was stuck within the connector. The catheter shaft exhibited tensile weakness. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed that it was advanced too far into the narrow region of the connector bore. The catheter was bunched within the compression sleeve. The location of the catheter indicated that it was initially inserted through the compression sleeve. It appeared that following insertion of the catheter through the compression sleeve, attempts to assemble the connector caused the catheter to become bunched and subsequent attempts to remove the catheter by pulling caused the catheter to drag the compression sleeve into the narrow region of the connector bore. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer "during the indwelling procedure, when I put the locking sleeve on the catheter and slid the locking sleeve toward the catheter tip on the catheter, it seemed to "slide" less smoothly than usual, and I tried to slide the locking sleeve toward the catheter adapter for positioning of the locking sleeve. In addition, when I tried to slide the locking sleeve toward the catheter adapter for positioning the locking sleeve, the locking sleeve (due to the lumen?) Got stuck on the catheter. The catheter was stuck in the direction of the catheter tip and could not be pulled out from the locking sleeve even with strong traction. Therefore, we cut the catheter at the exit of the locking sleeve, prepared/opened another catheter of the same product, and took out the locking sleeve. There was no reported patient injury." 2/28/2024 - during evaluation of the returned device, it was found to have been misassembled.